Manufacturer narrative:
The returned maximum xtra hemostasis introducer, 6f, reorder number (B)(4), batch unknown, was received for analysis for the complaint mode of ¿detachment of the extension tube from the side port of the hemostasis body¿. The returned introducer was inspected, and determined that the sideport tubing was no longer attached to the hemostasis body. Analysis determined that there was no adhesive ring around the sideport tubing at the location where the hemostasis body met the tubing, indicating that there was insufficient solvent applied during the stopcock attachment operation. A defined inspection was added to confirm solvent has been applied to the stopcock prior to insertion, as well as incorporating manufacturing best practice improvements that will aid in stopcock insertion the device history records for this complaint could not be reviewed, as the batch is unknown.

Event description:
The 6f hemostasis introducer was introduced into the patient for an ablation procedure and the side port broke off. There were no patient complications. The product was replaced and the procedure was completed successfully. The lot number is unknown as the box was already disposed of. Patient identifier, age, is not available.